Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a ventricular tachycardia (vt) episode followed by a three-second pause. The health care professional (hcp) stated that the event occurred shortly after a normal interrogation. No evidence of noise or oversensing was observed during the evaluation of the episode. Technical services (ts) was consulted and discussed that the device paced at the expected interval after the vt self-terminated, but did not capture. Upon further review, it was determined that the episode occurred during a programmer interrogation during which the device was switched into temporary ddd mode for a threshold test. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a ventricular tachycardia (vt) episode followed by a three-second pause. The health care professional (hcp) stated that the event occurred shortly after a normal interrogation. No evidence of noise or oversensing was observed during the evaluation of the episode. Technical services (ts) was consulted and discussed that the device paced at the expected interval after the vt self-terminated, but did not capture. Upon further review, it was determined that the episode occurred during a programmer interrogation during which the device was switched into temporary ddd mode for a threshold test. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.